Manufacturer narrative:
MDR 9618003-2019-07326 / device 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
This emdr is for an unknown quantity of wafers used with an off centered starter hole. The end user stated that she had been having leakage for over a year that she contributed to off centered starter hole. She mentioned that the wear time varied from 2 per day to sometimes 3 days. She stated that for the last 2 weeks she had changed wafers 2 times per day. She did not get a consistent wear time. There was no change in stoma or routine. Her stoma is in her lower right quadrant close to her groin.